Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex had a shorted diode. It was also noted that the upper case was contaminated, the lower case was broken, one side bail cover was missing and one was broken, one ring cover was broken, the lead flex cover was corroded, the battery contacts were compressed, one side bail was missing, and the keyboard was damaged.

Event description:
It was reported that while the biomedical engineer was doing a functional check of the epg (external pulse generator), the output was found to be low and out of specification. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).